Event description:
It was reported that a pt was burned on the mouth after coming into contact with a handpiece that reportedly overheated. The area turned white, though healed within days, apparently without any medical intervention. Please note that the date of event indicated is approximate.

Manufacturer narrative:
The device was returned for eval, though results are not available as of this report. Eval results will be submitted as they become available.